Event description:
A tandem mobi cartridge alarm was reported, but there was no adverse impact on the customer's blood glucose level. To address the issue, technical support confirmed the alarm and decided to replace the pump, which was under warranty. The customer was informed they would receive a new pump with updated software and agreed to the instructions provided for returning the faulty pump. Additionally, the customer understood the steps needed to program their settings and connect their cgm to the replacement pump.